Event description:
Boston scientific crm received information that this lead was associated with a patient infection. A boston scientific field representative reported that the lead remains implanted. There were no reports of adverse patient effects. The representative subsequently reported the patient was sent to a specialist for extraction of this lead. A new lead was then later implanted with no adverse patient effects.